Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the following: child¿s blood glucose (bg) was over 500 mg/dl with no symptoms. Mom states bg is responding to a correction bolus delivered at 17:42. States bg now, just prior to 19:45, is 250 mg/dl, no symptoms reported. Mom states site was changed last evening, and the fasting bg this morning was 140 mg/dl, within the target range. Mom states she did not see any leaking or air bubbles, and no issue with insertion of set. She states the date in the pump was incorrect but time was correctly programmed on pump. Mom states as bg has improved, feels all is ok with pump and does not want to do any further trouble shooting of pump. The patient continues on the pump. There is no indication of pump malfunction. This complaint is being reported because of the allegation that a patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed a time and date reset on (B)(4) 2013 and the time was then set incorrectly. The total daily doses correctly reflected the user¿s programmed basal rates. During testing, the pump successfully performed a 10 unit audio bolus and a 10 unit normal bolus. Both were accurately recorded in the pump¿s history. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.